Manufacturer narrative:
D10 concomitant products: eea33 - eea33 eea 33 mm-4.8 sgl use stapler, lot# p3f0088. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the low anterior resection, after firing the stapler on the patient's body, the staple line did not form correctly on the tissue. To resolve the issue with the staple line, the doctor fired a new stapler. Medtronic's initial evaluation of the incident found that there was thick tissue. The loading unit was partially fired to the 3cm cut line. The clamping mechanism was deformed.